Manufacturer narrative:
Implant date was incorrect on previous report. Please see corrected implant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient has mentioned twice now that she feels a ¿vibrating¿ sensation from her ipg, especially when she moves her head from side to side, and feels like it is digging into her skin. Doctor didn¿t see any obvious redness or irritation at the battery site. When doctor last saw patient in april, they brought up this ¿vibration¿ sensation and doctor instructed them to do some neck exercises to make sure everything remains pliable. Patient did this, but the vibration still occurs. No interventions have taken place as of this report.